Event description:
It was reported that while advancing the fixation screw to the spacer at l5-s1 at a tlif procedure, a fracture developed over the screw hole on the lateral opening. The spacer was left implanted in the pt. No add'l complications were reported.

Manufacturer narrative:
(B)(4).the submitted picture appears to show a vertical crack on the left side of the implant, above the screw boss area. The location and timing of the crack development suggests overtightening as a possible mechanism of failure. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.